Event description:
It was reported that a patient experienced a heart block and medication was required. The physician was ablating the cavotricuspid isthmus (cti) with a farawave catheter while the patient was in 2:1 atrial flutter. On the last ablation on the lateral cti the patient went into atrial standstill and her ventricular rate dropped to 20bpm. The cs catheter was moved to the ventricle and paced at a rate of 600ms. Atropine 1 mg was given, and isoproterenol was started. The patient's heart rate slowly improved over the next 10-12 mins. The procedure was completed. The farawave catheter was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.